Manufacturer narrative:
(B)(6). This device was manufactured may 16, 2016 ¿ may 17, 2016. One actual infusor unit was received for sample evaluation. The unit was returned to the plant containing approximately 120ml of drug solution in the bladder/balloon. A visual inspection showed no evidence of flow at the distal luer when the luer cap was removed. Examination of the flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid exit at the distal end of the glass capillary located inside the flow restrictor. Since the direct cause of the flow problem was due to crystallized drug, the infusor device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume folfusor. The folfusor was filled with vancomycine. There was no patient injury or medical intervention associated with this event. No additional information is available.